Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirming the procedure was completed as intended.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported, while performing corneal flap creation on the left eye the treatment appeared completed. When the flap was lifted, a full 360 degree raised area was noted about four to five millimeters from the edge of the flap. The excimer treatment was performed and the flap was returned for healing.